Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Caller, patient¿s husband, states that the patient is in a lot of pain, more than usual, and that the controller has three groups (a, b and c) and that the controller is saying settings not available on each group. The caller was offered assistance by advising the caller to try lowering the intensity down to 0 and try going back up. Caller was advised that therapy will still be delivered but only up to the intensity before the controller displays settings not available. The caller was advised to follow-up with the patient¿s healthcare provider (hcp). Caller states that hcp is closed, and they need the rep right now. Caller confirmed that the settings not available appeared on the controller today, however when the caller was asked for the pain event date, caller states that they will just look for the rep since there's no sense in "answering this crap" as the pt is in pain and this "thing don't work. Subsequently, cannot provide desired settings on controller was reported by manufacturer representative (rep). It was reported that the patient had previously out of range electrodes, but she was not programmed on those. Caller was advised to check impedances again and it was determined that the patient had been programmed on a pair that had over 16000. It was suggested that the rep use the impedance grid on the report to find viable electrodes to program. Caller will try this. Caller added that the patient thought the issue was with her controller and tried to reset it to resolve the issue and she thought it had at some point. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient's weight was unknown. The rep had tried programming on electrodes that were less out of range. However, the patient had very few appropriate electrodes to work with. The patient had reported falling several times. The patient has multiple sclerosis and sometimes falls. The patient was consulting with neurosurgery to appointment to replace lead. No further complications were reported/anticipated.